Manufacturer narrative:
MFR ref no.: (B)(4). Baxter did not receive and was not able to evaluate the device. When the device is received and the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for "door not fully latched". It was also reported that there was no pt injury.